Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 194 mg/dl. The customer reverted to manual injections for insulin therapy. Customer did not respond to attempts to obtain additional information. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.